Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with moderate calcification, moderate tortuosity and 80% stenosis. Pre-dilation was performed with a 1.5x12mm mini trek balloon and a 2.0x12mm mini trek balloon, both inflated to 8 atmospheres (atm). The 3.0x38mm xience sierra stent was implanted at 10 atm. While removing the stent delivery system, a dissection was noted at the distal end. A 3.0x18mm xience sierra stent was used to treat the dissection. The thrombolysis in myocardial infarction (timi) coronary grading flow showed no residual stenosis. There were no adverse patient sequela. No additional information was provided.